Event description:
Pt was undergoing removal of bard meridian retrievable ivc filter. The filter was engaged, withdrawn into the sheath, and removed. Subsequent imaging and examination of the filter on the table notable for fracture of a filter limb, which remained embedded within the posterior wall of the inferior vena cava. No reported pt injury. Pt subsequently discharged. Manufacturer name was mentioned as (B)(6).